Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, dog chew marks, address label peeling/damage, broken belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to dog chewing and broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer reported the damage is where the reservoir sits. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.